Manufacturer narrative:
Note: a duplicate event report # 2025587-2025-01835 was identified. Going forward, new reportable information will be submitted within that regulatory report, # 2025587-2025-01835. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012508008); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
'It was reported that during a transcatheter aortic valve replacement procedure involving the transcatheter aortic valve, several issues occurred. The valve and delivery catheter system had ben advanced to the ascending aorta began before achieving a therapeutic activated clotting time (act) level. This was noted when two readings in the mid to low 100 second level were observed. A leak in the intravenous tubing prevented the delivery of anticoagulant and other anesthetic drugs. As a result, the patient experienced a facial burning sensation, dizziness, and throat pain, initially thought to be a contrast reaction. Steroid and antihistamines were administered, but it was later discovered that no drugs had reached the patient due to the defective tubing. Heparin was subsequently administered via a sterile central venous line, and the procedure continued. The final activated clotting time measurement was in the low 300 second range, which was taken following valve deployment. Magnetic resonance imaging later confirmed the patient suffered a stroke, despite three computed tomography scans showing no evidence of stroke. The patient experienced ongoing disability as a result of the stroke and required prolonged hospitalization.